Event description:
Additional information received. 1. I am sorry but I do not have an exact date for the events. We thought it was just a few but it kept happening. Sometimes takes over 4 needles to work. This has been happening for over 2 weeks. Material#: 305106; lot#: 3179198. It was reported by the customer reported needle clogged/blocked. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds. Mat ref: 305106; lot: 3179198; issue: needle clogged/blocked; doe: unknown; sample: will send 3-5 representative samples of the lot for evaluation, please send sample return kit. Pt harm: no.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported the needle was clogged. To aid in the investigation, six samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. The photo provided shows the packaging blister top web. A device history record review was completed for provided material number 305106, lot 3179198. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
Material#: (B)(4) lot#: 3179198 it was reported by the customer reported needle clogged/blocked. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds mat ref: (B)(4) lot: 3179198 issue: needle clogged/blocked doe: unknown sample: will send 3-5 representative samples of the lot for evaluation, please send sample return kit. Pt harm: no

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative